Manufacturer narrative:
When investigation is completed a follow up report will be sent to FDA. (B)(4).

Event description:
Philips received a complaint from a customer that during an emergency procedure for pacemaker placement, the system generated an error. The doctor decided to stop using the system and they used another system. It is unknown whether this was a philips system, procedure was finished with this one. The patient was fine after the procedure, but deceased during the night.